Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the physical inspection and functional testing of the device, olympus has concluded that the reported issue was most likely caused due to the device being manufactured prior to a design change on 16-apr-2013 that changed the op-amp circuit design of the patient board (dr board). This design change improved the performance of the video system when using a 180 scope. The device was repaired and returned to customer. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a faulty patient board set was found causing the reported issue. The software version was upgraded to the latest. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A biomed from a user facility called to report an image issue while using a video system center. The problem was first noticed before a procedure. There was no delay in the procedure in which the subject device was used. The intended procedure was completed using a 190 series scope. There was no patient harm or injuries. No additional information has been obtained.